Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan result of 140 mg/dl - 150 mg/dl on the adc device compared to a glucose reading of 28 mg/dl obtained from a healthcare professional meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer was not feeling well and went to the emergency room and received unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.